Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the lead in clinic post pacing. No oversensing present during sensed rhythm, but consistent when pacing. Patient paced less than 1 percent of time and physician was not concerned about lead at this stage. No intervention planned. No patient symptoms or consequences. All lead measurements stable. Patient will be monitored.